Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical devices: 5086mri58 lead, implanted: (B)(6) 2012. (B)(4).

Event description:
It was reported that since a routine device change out procedure, the right ventricular (rv) lead had high thresholds and eventually no capture. The rv lead was repositioned and remains in use. It was further reported that during repositioning of the rv lead, the right atrial (ra) lead was dislodged. The ra lead was repositioned and remains in use. No patient complications have been reported as a result of this event.